Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 342 mg/dl with moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the patient continuously had air bubbles coming from multiple cartridges since about three months ago. Trouble shooting was unable to resolve the issue and the customer insisted on replacement because they had lost confidence in the pump. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unknown nature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged air bubble from cartridge issue was not duplicated. Review of black box data did not find any atypical activities. Using the returned battery cap, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus exercises were executed and recorded correctly. No air bubbles from the cartridge were observed throughout the investigation.